Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power to the pump was turned off while it was in use. Drug solution exchanged around 8:00 am on (B)(6).administration started at 2.8ml/h. Around 6:30pm, the patient was acting 'strange', and found that the pump turned off. Per reporter the device displayed that 17ml had been administered and about 81ml remained. The patient's condition was noted: patient was bloodied, lips were purple, and had been having an unusual cough for a long time. When the administration was restarted, the patient's blood returned to normal, but the patient vomited. The battery is a blue one from panasonic. On saturday, february 3rd, the same pump had no screen display and made a beeping sound. The pump did not accept any button presses, so battery was removed. There was patient involvement and patient harm/adverse event reported. When restarting administration, the backup pump was used, and patient was recovered.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of the power down during pump operation on two occasions. Functional testing could not replicate the reported issue. The root cause could not be determined; however, it was a possibility that the battery and battery terminals were momentarily separated due to the battery fixed situation in place or external factors, resulting in a power down failure. Preventively, the rear housing with battery contacts was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.